Event description:
It was reported that while the programmer was interrogating a pacemaker, the pacemaker went into emergency pacing mode. It was further reported that the radiofrequency programmer head did not work. The programmer and the radiofrequency programmer head were returned for service. Follow-up was conducted but the information for the pacemaker were not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant product: product ID 2067, radiofrequency programmer head. (B)(4).